Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.013926 ¿ the dentist reported that 4 months after dental implant was installed in intraoral region 12#, its non-osseointegration was observed. The patient presented poor bone quality/quantity (bone type iii) and immediate load procedure was performed.